Event description:
Emt called to report their amblance was called for a person who was unresponsive. Upon arrival, the pt's blood glucose was tested on the suspect device and the result was 13mg/dl. Pt was given thiamine dextrose and taken to the ER. The ER performed a lab test on blood glucose and the result was 84mg/dl. The pt was in alcohol withdrawal and has cardiac problems. The pt is also non-diabetic.